Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep), along with the hcp who was on the call, that the patient felt a shocking sensation in the pocket area on the left side, and they might replace the ins this friday. The patient was last seen on (B)(6) 2024, due to sudden loss of therapy (see rtg0628078 for this report), and the physician turned the stimulation off and turned the stimulation back on after the visit. The rep said that when interrogating the patient today, they had to turn the stimulation back on. The patient only had (1) program group a. The rep noted the diary usage screen showed: july 29 40% as the stimulation was turned off july 30: 100% july 31- 100% aug 1-21: 100% aug 21: 36%. The patient charges every night for about 30 minutes. The rep noted on the recharging diary: aug 20, the patient charged for 37 minutes from 98-100%. The patient's hcp was speaking in the background, indicating that the patient started feeling the shocking sensations as of today, on (B)(6) 2024, and reported the patient fell in (B)(6) 2023 and started physical therapy this past summer for the patient's left shoulder. The hcp indicated that the patient felt the same buzzing sensation previously when the patient had an adaptor implanted that had been replaced. The hcp confirmed the patient felt electrical stim in the pocket area, which comes and goes, and the stimulation had been turned on for about 30 minutes now. The impedances were low normal and had not changed: c0: 489 ohms c1: 660 ohms c2: 360 ohms c3: 412 ohms 01: 638 ohms 02: 613 ohms 03: 663 ohms 12: 657 ohms 13: 847 ohms 23: 591 ohms. The doctor said the patient was programmed c0 and c11. Palpation around the ins pocket site: stimulation on: the patient feels buzzing¿stimulation off: no buzzing sensation. The doctor reprogrammed 0-1+, and the patient felt the same buzzing sensation. The caller reported they might replace the ins this friday. Additional information was received from the manufacturer representative (rep), who confirmed with the hcp that the battery and adaptor replacement is planned for (B)(6) 2024.

Event description:
The manufacturer representative confirmed they were unaware of this patient's buzzing sensation in their pocket site before this event. The new information confirmed that this event and (B)(4) are the same.

Manufacturer narrative:
Continuation of d10: product ID 748251 lot# serial# (B)(6) product type extension product ID 64002 lot# serial# (B)(6) product type adapter product ID 3550-29 serial# unknown product type accessory product ID 748251 serial# (B)(6) product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6) found no significant anomaly. Analysis of the extension (s/n (B)(6) found no significant anomaly. Analysis of the extension (s/n nhu115040v) found no significant anomaly. Analysis of the adaptor (s/n (B)(6) found no anomaly. Analysis of the accessory kit/plug/boot found no anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.